Manufacturer narrative:
Date of event is estimated. (B)(6) 2026 a. Salem: based on information obtained, decision is not reportable as the device longevity meets/exceeds the expectations of the physician. Decision can be re-evaluated if additional information is obtained. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000095228.

Event description:
It was reported that the patient experienced ineffective therapy due to migration of one lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was replaced to address the issue. It is unknown which lead migrated.